Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including using different charging cables and adapters, but none resolved the issue. Consequently, technical support decided to replace the pump, and the customer will use an multiple daily injection (mdi) as a backup for insulin delivery.